Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the patient had high blood glucose levels, the insulin pump had a no delivery alarm and a prime fill anomaly. Troubleshooting was performed. Customer advised they were unable to complete the prime fill process and received a no delivery alarm. The patient advised their blood glucose level was 20 mmol/l. Customer advised they slept overnight without wearing the insulin pump. The insulin pump will be returned for analysis.